Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in a "highly calcified" circumflex artery. The physician attempted to cross the lesion with a taxus express2 3.0x12mm drug eluting stent, but was unsuccessful. The stent delivery system was removed to predilate the lesion again. It was noted that a strut on the proximal end was flared out. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.